Event description:
The facility reports resident was sitting in the wheelchair and tensed when lifting in the dextra. The caregivers were trying to transfer them when one of the legs of the lifter became stuck on the wheelchair wheel. The nurse pulled the lift loose from the wheelchair and the pt had a spasm and fell backwards out of the sling, head first, suffering a concussion.